Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the subject balloon catheter was used during angioplasty of 80% stenosis located in the middle cerebral artery (mca). During the procedure, the balloon was ruptured in the mca. The balloon catheter was removed from the patient¿s anatomy and the procedure was completed successfully. There were no clinical consequences reported due to this event. Angioplasty with the subject balloon catheter, the catheter was ruptured in the mca.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the gateway catheter had a crystallized substance (appeared to be dried saline/contrast solution) in the inflation lumen and in the catheter shaft. The balloon was found ruptured. The catheter was also noted to be kinked on its distal balloon section. During functional testing, the balloon catheter was prepared according to the instruction for use and attempts were made to inflate the balloon; however, was not successful due to the ruptured balloon. The .014" demo synchro guidewire was introduced and advanced through the catheter proximal end with slight friction. In case of this complaint, based on the information provided, the specified rated burst pressure (12atm) for the balloon size (2mm) was not exceeded and the device was prepared as per direction for use (dfu). A probable cause of procedural factors has been assigned to the as reported event and analyzed anomalies balloon burst/ruptured since this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in according with the dfu, but performance was limited due to procedural and or/anatomical factors during use.

Event description:
It was reported that the subject balloon catheter was used during angioplasty of 80% stenosis located in the middle cerebral artery (mca). During the procedure, the balloon was ruptured in the mca. The balloon catheter was removed from the patient¿s anatomy and the procedure was completed successfully. There were no clinical consequences reported due to this event. Angioplasty with the subject balloon catheter, the catheter was ruptured in the mca.